Manufacturer narrative:
H10. Additional manufacturer narrative: the clinical observation was confirmed. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. The cause of the event was due to patient factors, progression of patient's underlying valvular disease pathology, and expected wear and tear. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information the 23mm aortic valve implanted 16 years, nine (9) months was explanted due to moderate to severe insufficiency secondary to leaflet prolapse. The patient was transferred to the cardiac intensive care unit in stable condition. Patient was discharged in good condition on post-operative day 15. Per physician, explanted surgical valve performed as intended.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and device are in process. If additional information is received a supplemental MDR the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a 23mm aortic valve was explanted after an implant duration of 16 years, nine (9) months, due to unknown reasons. A 25mm aortic valve was implanted in replacement. Concomitant coronary artery bypass was performed. Patient post-operative status noted as in recovery. It was noted the aortic valve was explanted due to deficiency of the device. The patient also underwent mitral valve replacement during the procedure.